Manufacturer narrative:
This report is submitted on 6 october 2020.

Manufacturer narrative:
It has now been reported that the device was explanted on (B)(6) 2019. It is unknown if there are plans to re-implant the patient with another device. This report is submitted on september 11, 2020.

Manufacturer narrative:
This report is submitted on march 8, 2019.

Event description:
Per the audiologist, the patient experienced pain at the implant site. Subsequently the patient was hospitalised for four days, from (B)(6) 2019, and administered IV antibiotics.